Manufacturer narrative:
Investigation is pending.

Event description:
In 2007, while implanting a plate after bending, the surgeon noted that the plate was cracked vertically between the screw holes. The surgeon removed the plate, replaced it with another, and completed the construct as intended.